Event description:
Device was being used for infusion of hyperalimentation and intralipid. The tip of the device was in the proximal superior vena cava. It was found to have eroded through the vessel wall. The infusate was found to leaked into the pericardial sac.